Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with dehiscence of the incision site. The implantable cardioverter defibrillator system was explanted to address the pocket erosion. The patient was in stable condition and was discharged.